Manufacturer narrative:
(B)(4) .the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42504606612 femur cemented plus right size 9+ lot# 64890192 42560613520 stem extension 6mm offset splined uncemented 20 mm dia +135 mm l lot# 64777480 42542007502 tibia fixed cemented right size f lot# 65016898 42522800712 articular surface fixed bearing constrained condylar knee (cck) right 12mm lot# 64751693 42560113515 stem extension straight splined uncemented 15 mm dia +135 mm l lot# 64997634 42545000512 tibial central cone size medium lot# 64815928 42555805405 tibial augment cemented half block right medial size ef 5 mm lot# 64707514.

Event description:
It was reported a patient had a total knee revision 4 years post implantation due to infection. Subsequently, experienced ongoing pain and underwent a second revision on 18 months post procedure of the patellar component for aseptic loosening. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision due to infection 4 years post implantation. 18 months later the patient experienced pain and limited range of motion, with a revision occurring six months after the onset ot symptoms. The patella was found to be loose, with extensive ho and scar tissue debrided around the patella. No complications were reported and the patella was revised. A definitive root cause could not be determined for the loosening. No problem was found with the device in relation to the ossification and scar tissue after review by a hcp. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had a total knee revision 4 years post implantation due to infection. Subsequently, experienced ongoing pain and limited range of motion, and underwent a second revision 18 months post procedure of the patellar component for aseptic loosening. During the surgery, extensive heterotopic ossification and scar tissue were found and excised. The procedure was completed without complication and all other components remain implanted.